Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular set screw could not engage with the hex wrench. It was also noted that high capture thresholds were observed. The implantable cardioverter defibrillator was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unspecified fitting issue was not confirmed. The reported event of inadequate capture was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed no device anomalies. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.